Event description:
It was reported that a dehp-free solution set had a missing wheel in the roller clamp. This was observed during the setup of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: the sample was received for evaluation. Visual inspection identified that the roller was missing from the clamp, confirming the reported condition. Additionally, stress marks were identified on the clamp. The cause was not able to be determined. However, a CAPA has been opened to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.